Event description:
During preparation for a coronary artery bypass graft surgery, the tether detached from the heartstring seal. The surgeon attempted to continue but observed that the seal strands had seperated thus not sealing the aortotomy. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.